Manufacturer narrative:
The insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Unit received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had ramping numbers. The customer did not know the blood glucose reading. He stated that he went to deliver a bolus, and when he was inputting a number, the numbers began scrolling up to 10. He stated that he removed the battery, but the issue recurred. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.